Manufacturer narrative:
(B)(4). A service history review will be performed. If the device becomes available for evaluation or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date and serial number were updated once this report was found to have been a duplicate of 1416980-2014-15642. Per the additional information, it was determined that the events of a defective machine which was later clarified to be draining difficulty and was already being addressed in report number 1416980-2014-15642. All investigation activities will be captured under report 1416980-2014-15642.

Event description:
It was reported that a homechoice pro was defective. The exact issue is unknown, and if it occurred during therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.